Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: initial reporter: email address, phone number: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the elita flap procedure, in the right eye of the patient, a small eyelash came in the bed area. While lifting the flap, the flap was torn at one part in the middle. The surgeon completed the procedure and put the flap back properly. A bandage contact lens (bcl) was used. Upon follow-up, it was reported that there was no issue with the device. The eyelash came in the fire area, which went unnoticed. The patient has moderate haze and blurry vision with post-op vision 6/9. No further information is available.

Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 06/30/2022, however the correct date is 08/31/2022. Additional information: section h3 device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.